Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2018-02996. Additional meaningful information received indicated that one lead was explanted and replaced. Therapy was restored to the patient post-operatively. It is unknown which lead was replaced, therefore both leads are being reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02996. It was reported the patient is not receiving effective stimulation due to high impedances on the right lead. Surgical intervention may be pending to address the issue.